Event description:
Drive medical has received a user facility medwatch report (B)(4) forwarded from the FDA. It was alleged that when a pt was attempting to open the wheelchair, his finger was trapped between the seat rail and frame resulting in a broken finger and necessitating multiple stitches and other follow-up treatment. The wheelchair was originally imported and distributed by drive medical. Upon receiving the user facility medwatch report, drive medical has been contacting the initial reporter, as well as the dealer who has sold the wheelchair to this user facility, to gather add'l info on the event. It appeared that the wheelchair was provided to the pt in folding condition, and no instruction has been provided to the pt on how to open a wheelchair. There is no info indicating any malfunction and/or defect about the product. This MDR report is based on the user facility medwatch report (B)(4) and add'l info from the initial reporter and the dealer of the alleged product.